Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Following pre-dilation, a 20 x 3.50 promus elite drug-eluting stent was advanced for treatment. A resistance was felt while advancing. However, the stent was damaged. The device was removed intact and the procedure was completed with another stent. There were no patient complications reported.

Manufacturer narrative:
Updated: b5: describe event or problem e1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Following pre-dilation, a 20 x 3.50 promus elite drug-eluting stent was advanced for treatment. A resistance was felt while advancing. However, the stent was damaged. The device was removed intact and the procedure was completed with another stent. There were no patient complications reported. It was further reported that the stent was damaged along the struts. Additionally, the resistance was felt during the advancement of the stent in the lesion.